Event description:
Intraoperatively, at the time of device set up, for the patient procedure, the device manufacturer representitive noted that the hydrocision handpiece inflow line had kinked near the console connection area when the hydrocision footswitch was activated. The inflow line is a narrow microbore cladded tubing used to send high pressure saline (16,000 psi) to the hydrocision handpiece micro-output nozzle. The tubing is comprised of a clear 4mm tube with a braided tube on the inside bore for strength. The tubing is attached to a large metal connection device that plugs into the control console. The nozzle delivers high pressure saline used to ablate and cut soft and hard tissue during spinal procedures. When the rep. Tried to unkink the inflow line near the console, the tubing wall broke and injected high pressure saline into the thumb of the rep. The rep. Reported extreme pain and discomfort, saying that it felt like a "hammer smashing his thumb." When a second handpiece and inflow line was attached to the console, the tubing exibited the same kinking behavior when the foot switch was activated.the managing or nurse noted that there was no warning or caution in the instructions on the use of the handpiece, or instructions on what to do when the inflow line kinks. The rn also noted that the rep's thumb was still numb on the tip one week after the event during a follow up conversation. Manufacturer response for hydrosurgical system, spinejet system and resector handpiece: the manufacturer representitive was the user injured by the device. He took the handpiece and broken inflow tube assembly with him to send back to manafacturer for analysis. Our medical center felt it prudent to submit a voluntary report of the incident. Our medical center also submitted an internal unusual occurrence report (uor) on this event.